Manufacturer narrative:
Updates to sections d10, g7, h1, h6, h1 sample was received for evaluation. Review of the history device records for the icp microsensor, product code 62-6631 was not possible as the lot number was unknown. Failure analysis - sutures and adhesive tape attached to catheter; minor bends along catheter body. Millar sensor could not be zeroed upon receipt; balance was adjusted. The device passed the electronic, noise, linearity/hysteresis, and signal drift tests. Based on the event description, the possible root cause for this issue could be due to a bad handling. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient had not been moved (except slightly in bed by ICU staff) and the connections/dressings had not been tampered with in any way. Yet the monitor suddenly went from reading a believable icp of less than 15 (with a good waveform), to suddenly reading 200, then -60. We tried changing the grey cable, then changing the box (all the me checking the zero reference number was correct, which it was). Unfortunately none of this worked. We therefore concluded the problem was not the grey cable, or the box, and we had to remove the sensor completely (6-8 hrs after it went in). The patient did not require return to theatre for a redo operation to insert it.